Manufacturer narrative:
Additional information : only one sample was received for evaluation. No other samples were received and therefore, they could not be evaluated. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including leak, clear passage, clamp function and integrity tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) minicap transfer sets had a connection issue between the transfer set and non-baxter plastic adapter; further described as "had problems attaching it". This occurred during set-up. The transfer sets were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.